Manufacturer narrative:
The reported event of a device sensing problem, high pacing impedance, connection problem, and noise was not confirmed. The device voltage was above the elective replacement indicator (eri) level upon receipt. Analysis of the device image indicated the device was within the normal range of operation. An assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis of the header connector found no anomaly contributing to the reported event. Further analysis of the device¿s lead impedance, sensing, pacing, and high voltage charging was found to be normal.

Event description:
It was reported that during an implant, high out-of-range pacing impedance, inappropriate sensing, and noise were noted after connecting the right ventricular (rv) to the device. It was found that the rv pin would not advance any further into the device header. Appropriate sensing and impedance were noted through the system analyzer. The device was replaced. There were no adverse health consequences, the patient was stable.